Manufacturer narrative:
(B)(4).

Event description:
The pt lifted a heavy object. Afterward, stimulation therapy was not as effective. He had symptoms in his lower and upper back. He believed the wires may have shifted. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.